Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath, lethargy and chest pounding following activity. An increase and high atrial thresholds and raising impedance were noted on electronic transmission on the right atrial (ra) lead. Intermittent failure to capture was also suggested. The lead was capped and replaced. No further patient complications have been reported as a result of this event.